Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the markings on the returned bur suggest use with an old or significantly used attachment. Further evaluation of the returned attachment (4100700000 sn (B)(4)) did not observe any issues which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported the procedure was completed successfully.